Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 309 mg/dl. The customer stated that she changed the battery, rebooted the insulin pump and the display showed. She attempted to proceed through the prime procedure, but she stated that when she went to deliver insulin, the device became stuck on the bolus wizard. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.